Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error alarm during basic occlusion test due to slightly loose drive support disk. The insulin pump passed displacement test. The insulin pump had cracked case at the display window corners, cracked case at the reservoir tube window corners, broken belt clip slot, corroded battery tube and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer could not prime their pump. It was reported that insulin squirted out of the reservoir. It was reported that the device was stuck in prime loop. The customer's blood glucose level was reported to be 192.6mg/dl. It was reported that the pump would be replaced and returned for analysis.